Manufacturer narrative:
(B)(4). It was reported that the location of the hernia was unknown. The patient recovered from the surgical hernia repair. As the peritoneal dialysis (pd) therapy was discontinued, the patient continued on hemodialysis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized and underwent a surgical repair for the hernia. The patient was discharged from the hospital after six days. The patient was reported to be recovering from hernia. At the time of this report, the patient was performing back up hemodialysis. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The device was not available for evaluation. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.